Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: blood glucose (bg) levels have been fluctuating all over the place for the past 4 weeks. High has been 359 mg/dl with severe headache, irritability, lethargy, blisters on tongue, and sick to stomach. Patient has dropped as low as 36 mg/dl with severe shakiness, sweatiness, and sickness to stomach. Patient states her endocrinologist suggests that there may be an issue with pump not delivering correctly. Patient reports glucose being ¿present in her kidneys¿ and positive ketones over the past 4 weeks. Patient¿s last aic was 7.0. On (B)(6) 2013, the endocrinologist placed patient on a loaner animas 2020 pump, as he is adamant there is an issue with her pump¿s delivery. Patient denies any issues with her sites and states she has not been getting any errors or warnings on the pump that would indicate the pump is not delivering correctly. Patient reports her bgs on the loaner pump were elevated last night, and down to 96 mg/dl, today with no symptoms. Patient states she feels her current pump is delivering, but her endocrinologist is adamant the pump is malfunctioning. Patient has a kidney infection and is sick to her stomach, lost 8 pounds. Customer support (cs) advised patient that the pump is delivering as programmed, but a replacement pump would be sent because of the endocrinologist¿s assertion that the pump is malfunctioning. Cs advised patient to discuss settings with endocrinologist, as patient has recently lost 8 lbs and has a kidney infection. Although cs detected no specific evidence of pump malfunction, defect, or misuse, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose excursions.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/20/2014 with the following findings: testing was unable to duplicate reported complaint. The last basal delivery was on (B)(6) 2013 and the last bolus was a 0.50u bolus on (B)(6) 2013. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. Only typical usage observed in alarm history. A delivery accuracy test was successfully completed. Pump found to be operating within required range and delivering accurately. No alarms occurred during testing. Unrelated to the complaint, the display screen was observed to have a pinkish contrast; the screen is still able to be safely read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release